Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are experiencing a high blood glucose level. Customer's blood glucose at the time of the incident was 480 mg/dl. Customer reported that her infusion set was falling off at the time of the elevated blood glucose level. Customer declined to troubleshoot the high blood glucose. Customer felt that it was due to her infusion set not adhering properly. Customer treated the high blood glucose by administering a bolus with her insulin pump. Customer was able to troubleshoot the infusion set not adhering properly. The outcome of the troubleshooting was that the infusion set would be replaced. No product is expected to be returned.